Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire and housing puck were missing from the sensor pod. The reported event of a detached sensori was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached sensor wire upon sensor removal. Sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.